Event description:
The erosion rate of the double cuff artificial urinary sphincter was reviewed. "Ten pts had erosion, for an erosion rate of 10.5%. Of the 10 erosions 4 (40%) were secondary to iatrogenic injuries." "Of the 95 pts 10 had cuff erosion and 1 had infection requiring removal of the device."